Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the returned complaint parts are included in the matrix spine system ((B)(4)). The returned sport grip t25 star-drive screwdriver ((B)(4)) was received in decent condition with no visible indication of damage which could have contributed to the complaint condition. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. All pertinent drawings at the time of manufacture as well as current designs were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Upon inspection of the returned sport grip t25 star-drive screwdriver ((B)(4)) the complaint condition could not be confirmed, as the handle did not spin when the complaint condition was attempted to be replicated. This investigation summary is approved device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 03.632.005, lot 7901801: release to warehouse date: july 24, 2015. Supplier-(B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, the surgeon was performing a posterior t6-t10 fusion with tumor resection using matrix devices. After inserting all of the screws, the surgeon wanted to back up a couple of screws. While using the matrix t25 screwdriver to back out a screw, the handle kept rotating while the shaft stayed in place. The handle broke off the shaft at its rigid hold. Another screwdriver was available to complete the case. The case was completed successfully without patient harm and no surgical delay. The patient's status/outcome was reported as good. Concomitant devices report: unknown matrix 7.0 screws (part unknown, lot unknown, quantity 2); unknown transconnector (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).